Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3636 knotless 1.8 fibertak tip of the anchor insertor cable had broken. This occurred during a labral procedure on (B)(6) 2025. During the insertion of the ar-3636 anchor, it was detected that the tip of the anchor insertor cable had broken off. After scoping, it was confirmed that a small fragment had been left in the shoulder.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.